Event description:
It was reported that there was leakage observed from near the three way stop cock above dpt of yellow line. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.